Manufacturer narrative:
The reported under infusion issue was not confirmed. On (B)(6) 2018 the initial reporter contacted zyno medical that the device was working as specified: "we had all pumps serviced in the clinic and checked on (B)(6) 2017, we had this pump checked as well.... It is not running slow. We have been using this pump with no issues. We do not need to send this pump back".

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00332). The initial reporter provided more information on (B)(6) 2017 that " I am not sure of the exact calculations... I was told that the nurse set the pump to run 300cc for 1 hr and it only delivered ½ the volume in 1 hr".

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The user reported an infusion volume issue with the device on (B)(6) 2017, "inaccurate pump volume". No patient injury or harm occurred for this case. No specific event date or the medication used for the infusion was provided by the reporter.